Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2636 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "there is a hair inside the sterile package.¿ no other information was provided.